Event description:
On december 29, 2006, the lay-user/patient contacted lifescan requesting help to set up a one touch ultra meter. The patient explained that she had just replaced the meter's battery and the meter ended up going to the setup mode. During the call with the customer care advocate (cca), the patient reported that the meter's display was "blurry." On an unknown date/time, the patient started noticing that her meter's display was "blurry." On an unspecified date during the week of the event, the patient attempted to test herself with the reported meter. She was unable to read what her meter result was due to the display issue. After testing with the reported, the patient ate food. An unknown time later, the patient felt as though her blood glucose was high. She reported symptoms of blurry vision and shakiness. The patient then visited her doctor for an unspecified reason. The patient's blood glucose was tested in the doctor's office using an unidentified device. The patient got a result that was "a little high." She did not provide the actual result obtained. The patient was given an "insulin shot." It would have been helpful to know the following information: when the meter's display issue started, if she tried to test her blood glucose while having the symptoms, what her medication regimen was during the time of concern, and if she was following the regimen as prescribed. In addition, it would have been helpful to know how often the patient tests per day, what reading the patient got in the doctor's office, and when the symptoms were relieved. The patient changed the meter's battery hoping that this would resolve the display issue. The display issue was not resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter because of the display issue. The patient ate food and then developed symptoms suggestive of hyperglycemia. The patient visited her doctor, obtained a result described as being "a little high," and was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.